Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of lo (less than 10 mg/dl) back to back, with a result of 111 mg/dl on the compact plus system when testing was performed within 10 mins. Rptr stated that the customer ate yogurt after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The strip drum was returned, but no strips were left to test.